Event description:
Customer reports to have received no delivery and high blood glucose. Customer's blood glucose was 540 mg/dl which was treated with manual injection (6 units). Due to no delivery, customer was not able to use insulin pump. Customer continued to receive no delivery even after infusion set changes. Customer was advised that infusion sets would be sent due to only having one left. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).